Manufacturer narrative:
The insulin pump had operating currents within specifications. The device passed the self test, excessive no delivery alarm test, basic occlusion test, and the displacement test. No motor error alarms were noted. Unable to prime the device during the prime test due to a faulty force sensor resistor. Unable to perform the occlusion test or excessive no delivery test due to a prime anomaly. The motor was tested outside the device and passed. The insulin pump had a missing end cap sticker and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 217 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.